Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the bending section was detached. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the bending section was detached. Based on the results of the investigation, it is likely the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.